Event description:
Customer reported generation of erroneously low sodium and potassium patient results involving their au5800 clinical chemistry analyzer. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found multiple issues, multiple parts malfunctioned. The fse replaced the ise (ion selective electrode) tubing, sodium (na) electrode, chloride (cl) electrode, potassium (k) electrode and sample pot assembly to resolve the issue. Performed system performance successfully without issues. No further issues noted after part replacement. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the sample pot the beckman coulter identifier is (B)(4).